Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v091127, implanted: (B)(6) 2008, product type: lead; product ID 3389s-40, lot# v091127, implanted: (B)(6) 2008, product type: lead; product ID 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the patient programmer beeped when she tried to increase or decrease the stimulation. The reporter stated that the patient was in the hospital but had turned off the implantable neurostimulator (ins) when the patient had medical procedures such as ¿keg.¿ it was noted that the patient was getting an ultrasound and was not available at the time of report. It was noted that the patient was in the hospital because they were going to replace the stimulator battery last tuesday but when they did the pre-admission testing the wednesday before they found that his kidney function was real low and his blood pressure was real low. It was noted that they had to shock the patient¿s heart to get him back in rhythm. It was noted that the patient was groggy like he was under anesthesia but that they hadn¿t given him anything since thursday morning when they did his heart shock. It was noted that the ins was turned off during all of the tests including the heart shock. Additional information received reported that the patient was groggier. It was noted that last thursday the patient had a cardio version and it zapped the heart and may have messed up the base line of the ins. It was noted that since thursday the patient was feeling groggy. It was noted that the reporter used the patient programmer to turn stimulation up or down on the ins. It was noted that the reporter would like to meet with a manufacturing representative to get the device checked.